Manufacturer narrative:
Received one used sample list #ch-14 was returned for evaluation, as received there was observed a little inclination in the clave. When sample was tested, there was observed a leaks between the clave and spike, both components were taking apart and any damage was observed in any of the parts. There was observed presence of solvent in both parts. However they presented inadequate insertion. Complaint of leaks can be confirmed based in the physical used sample evaluation. The probable cause of bent the clave and this leaded a channel leak, was due to an inadequate insertion during process assembly.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a chemoclave® vented bag spike where it was reported a chemotherapy drug leaked at connection site of blue clave and white part of spike. The event occurred during priming. There was no patient involvement, no patient harm, and no delay in therapy.